Manufacturer narrative:
(B)(4): a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Inadequate expansion is listed in the dfu for this product as a potential adverse event related to the use of this device. Therefore, based on the information provided, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was used during a stenting procedure within the small bowel on (B)(6), 2011. According to the complainant, the patient had a small bowel obstruction due to a recurrence of pancreatic cancer following a whipple procedure. The lumen was noted to be very tight. The stent was deployed across the stricture. However, following deployment, the stent failed to fully expand. The stent was dilated with a balloon dilatation catheter to 15mm. Following dilation, the stent returned to 2mm in diameter. The stent was left implanted and the procedure was completed with this device. The current condition of the patient and whether additional intervention has been performed are unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.